Manufacturer narrative:
Steris offered in-service training on the proper use and operation of the device, including the use of proper protective equipment; however, the facility declined our offer.

Event description:
The user facility reported that an employee sustained a burn on their hands while operating a v-pro sterilizer. The employee sought medical treatment and was prescribed a salve for treatment. The employee has returned to work and is fine.

Manufacturer narrative:
A steris service technician inspected the device and found it to be operating to specifications; no repairs performed. The reported alarm was caused by excess moisture in the chamber. The technician observed wet instruments in the device chamber and confirmed the employee processed wet instruments. The technician reran dry instruments without issue. The employee was not wearing proper protective equipment at the time of the reported event. Reference section 6.11 of the operator manual states: 'note: all items must be thoroughly cleaned, rinsed and dried before loading' and 'danger-personal injury, contaminated load and or equipment damage hazard: failure to thoroughly clean, rinse and dry articles to be sterilized could result in an ineffective sterilization cycle'. Additionally, reference 2-3 of th3 v-pro max operator manual states: 'danger-chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions". An in-service on the proper operation of the device will be offered to the facility.